Manufacturer narrative:
The investigation was based on the reported event and logfile analysis of the affected evita xl with the serial number (B)(4) manuf. In march 2017. The reported event could be confirmed due to the logfile analysis at the manufacturer site. It had shown one warmstart entry on (B)(6) at 06:10 pm. The device alarmed as specified to alert the user of the issue. After performing the warmstart the ventilator continues operation with the prior setting. The logbook contains no current technical fault therefore the root cause of the reported event could not be identified. The on-site biomed will recheck the device with the technical draeger support upon return. It can be assumed that an electromagnetic disturbance or an electrostatic discharge has triggered the reported warm start. Electromagnetic interference or electrostatic discharge currents can corrupt the respirator's internal data. If the energy or frequency, or both, is outside the specified immunity limits defined in (B)(4), or the device's electromagnetic interference shield is opened, the specified response of evita xl is to perform a warm start to recover possibly corrupted data and continue ventilation. As a safety feature of the ventilator, the ventilator software analyzes and verifies proper function of the device. If the ventilator software detects an internal failure it triggers a warmstart (re-boot). The user would be alerted to this condition by an audible alarm and a visual message would be posted in the display. The device itself will briefly power off and then back on. During this time, an emergency-breathing valve would open allowing for spontaneous breathing. After successfully passing the boot sequence (app. 8 seconds) the ventilation will be continued with the set parameters. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the user had just finished connecting the patient and the ventilator started alarming pressure limited and it was silenced several times. It was additionally reported that the vent shut off by itself. They had to manually turn the vent back on. They used an ambu bag and bagged the patient and swap out the machine. There was no patient injury reported.